Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil. Selected flows: device interaction/functional. Damaged: visual. Visual inspection: the visual inspection has shown that there is a clearly visible dent at one corner of the cam at the nail interface of the insertion handle. The material is compressed and deformed at the dent. In general is the insertion handle in a very used condition, there are deformations at the slots visible and there are marks of strong hammer blows at the bottom of the device. Functional test: a functional test in not needed as the deformed cam is out of specification, see dimensional inspection below. Per drawing se_152265_e has the opening at the nail a specification of 3.2 +/-0.03. Therefore the cam would not fit into the nail due to the deformation at the corner. Drawing/specification review: the insertion handle drawing se_156710_c was reviewed to defined the relevant specification and dimensions of the insertion handle. The nail drawing se_152265_e was reviewed to define the specification of the opening at the nail. During the review no design related issue could be detected. The review of the manufacturing documents has shown that the lot in question did pass a 100% function test after manufacturing. Investigation conclusion: the complaint is confirmed as the insertion handle is not functional anymore in the received condition. During the performed evaluation no design or manufacturing related issue could be detected. Based on the appearance with the dent at the cam we assume that the device was either dropped to the ground or strongly hit by another instrument during use or reprocessing. This inappropriate impact caused the deformation and finally the malfunction of the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part: 03.010.351. Lot: 9590892. Manufacturing site: hägendorf. Release to warehouse date: nov 06, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date the head of the nail was not locking into the handle head and was just spinning. This case has been reported by the loan kit technician during loan kit inspection. It has been forwarded to depuy engineering for assessment. This report is for one (1) insert-handle f/a2fn. This is report 1 of 3 for (B)(4).